Event description:
It was discovered on 09/01/2022, through pcr 08052022-1, that a patient underwent a prior revision surgery due to infection on 12/22/2021. The patient's index procedure occured on (B)(6) 2021. During the revision procedure, the eleos distal femur axial pin, eleos tibial poly spacer, and eleos tibial hinge w/ rotational stop were removed and replaced. The following devices remain implanted: eleos cemented straight segmental stem, eleos tibial block augment, eleos distal femur, eleos tibial baseplate, eleos male-female midsection. This event will be reported to the FDA as a serious injury due to revision surgery. This record captures the eleos male-female midsection.

Manufacturer narrative:
On 01 september 2022, it was discovered through (B)(4) that the patient underwent a prior revision surgery due to infection on (B)(6) 2021. This complaint was opened to capture the patients first revision surgery on (B)(6) 2021. The eleos distal femur axial pin, eleos tibial poly spacer, and eleos tibial hinge w/ rotational stop were removed and replaced. The following devices remain implanted: eleos cemented straight segmental stem, eleos tibial block augment, eleos distal femur, eleos tibial baseplate, eleos male-female midsection. The patient's index surgery occurred on (B)(6) 2021, where the patient underwent an eleos distal femoral replacement. On (B)(6) 2021 the patient was revised due to an alleged infection. During this revision procedure, the distal femur axial pin, the poly spacer, and the tibial hinge were removed and replaced. On (B)(6) 2022 the patient underwent a second revision procedure to remove and replace the poly spacer, which is captured in (B)(4). The cause for the patient's second revision procedure is not known. A review of the work orders and sterilization batch release records for the products involved found no indication that the alleged infection was a result of a manufacturing or sterilization nonconformance. The root cause identified for this complaint is an alleged infection, which required surgical intervention. The cause of the patient's alleged infection could not be determined.